Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder arthroscopy where the device was being used, the surgeon noticed the tip of the needle was missing. The surgeon looked around the surgical wound and could not find the tip. It was further reported that washing and suction was being used at the time, and therefore the surgeon is unsure if the fragment was washed out or not. No further information received

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle.